Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the weld that holds the seat platform to the right side frame had come apart. The underlying cause could not be identified.

Event description:
Rollator frame came undone at the weld.